Event description:
Consumer alleges his wife was using the heating pad when it stopped heating. Upon investigation, he found the pad would spark or smoke depending on the angle it was held. No injuries or damages were reported with this incident.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose form abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.